Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump was exposed to moisture. The customer reported the insulin pump was exposed to rain water. Customer's blood glucose was 219 mg/dl. The customer reported fluid was present under the lcd display. The customer also reported a button error alarm occurred on the insulin pump. Customer stated they were unable to clear the alarm because the buttons were unresponsive. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.